Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6), 2023, during the vitreous injection operation, when the insulin syringe was opened, a red floc was found on the needle tip. Replacing it with another syringe after discarding. After checking that there was no problem, proceed with the operation."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2003391. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that red foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle during use. The following information was provided by the initial reporter, translated from chinese: "on august 8th, 2023, during the vitreous injection operation, when the insulin syringe was opened, a red floc was found on the needle tip. Replacing it with another syringe after discarding. After checking that there was no problem, proceed with the operation."